Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "the plastic sealing of the gc glide was misaligned, causing it to be flattened and deformed, and thus unusable." Based on photos provided and follow-up confirmation, the catheter is caught in the packaging weld.